Event description:
The user facility reported the surgical table moved with a patient on it during a procedure.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A device technologies (dta) technician inspected the table. He reported that the table was in a poor state of repair and noted the following: damage to the main plug, upper plastic shroud, main column shroud and hand control cable plug; damaged limit switch (ls3; seat section) with exposed wiring; loose object can be heard moving inside the table top. The table remains at the user facility and is not under a steris service contract; the user facility is responsible for maintaining the table. A product specialist visited the facility on april 9, 2013 and met with the maintenance engineering manager. Service records for the table were not obtainable; the facility does not keep such records. No additional information regarding the table was provided by the facility. However, it was confirmed the table was in use. In response to the reported event, steris recommended the following remedial actions to the user facility and its maintenance department: the table should not be returned to service until a fully trained service personnel has performed an inspection and/or any repairs necessary to return the table to factory specifications; preventative maintenance should be performed as scheduled and documented in the operator manual; an in-service presentation on the correct use, operation and safety precautions of the table should be conducted with all relevant personnel.